Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels. The contact assisted the customer with providing sugar as the customer physically could not do so due to low bg. The contact thought that the correction factor needed to be adjusted. Tandem technical support advised the contact to discuss the event with a healthcare provider.